Manufacturer narrative:
(B)(4). Date sent: 8/8/2023 d4: batch # 224c46 b3: only event year known: 2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 224c46, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many times was the device fired? Just once did the device complete the firing sequence? No it locked out. Did both issues happen with the same device? The device was not articulated and surgeon says the device opened without issue contrary to initial report. What troubleshooting steps were taken prior to going to the other device? No. It was opened and set aside.

Event description:
It was reported that during the laparoscopic nephrectomy procedure the surgeon experience a lockout/misfire using stapler on renal vein. Said would not fire or only partial fire while articulated. Had difficulty opening jaws but they eventually opened. It is not clear what steps surgeon used to try to open the jaws. Another like stapler was opening and completed the case successfully. There were no patient consequences.